Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts from the center to distal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The undamaged outer diameter was measured and is within specification. A visual and tactile examination of the tip found no issues with the profile. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02272. It was reported that stent dislodgement occurred. A 2.50 x 20 synergy¿ stent was selected for use to treat the lesion. However, during unpacking, the stent was noted not crimped on the delivery system but withdrawn on the product mandrel. The stent was exchanged with a 2.75 x 28 synergy¿ stent. However, the same problem occurred. Thus, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02272. It was reported that stent dislodgement occurred. A 2.50 x 20 synergy¿ stent was selected for use to treat the lesion. However, during unpacking, the stent was noted not crimped on the delivery system but withdrawn on the product mandrel. The stent was exchanged with a 2.75 x 28 synergy¿ stent. However, the same problem occurred. Thus, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.